Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the ride side of the screen had red and yellow lines that blocked the graphics and text. Customer's blood glucose was around 200 mg/dl. Reportedly, customer continued to use the pump along with manual injections for insulin therapy.